Event description:
Patient has history of renal cell carcinoma and osteolytic lesion of right humerus. The original surgery two years ago was an intramedullary nailing in response to an impending pathological fracture of the humerus. Two years later, the patient complained of increasing pain in right humerus and decreased range of motion. Imaging studies identified failed hardware.